Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 21mm valve, implanted for nine (9) years, is being evaluated for a valve-in-valve procedure due to aortic stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld), and chronic kidney disease stage iii (ckd 3), diabetes mellitus type ii (dm ii).

Event description:
It was reported that this patient with a 3300tfx 21mm valve, implanted for nine (9) years, is being evaluated for a valve-in-valve procedure due to degenerative, and severe aortic stenosis. The patient presented with shortness of breath and nyha class iii. The tavr was successfully performed with a non-edwards device. The patient tolerated the procedure well without complications. The patient was discharged pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, b5, b7, e1, h2, and h6.